Event description:
Per the clinic, the device was explanted (date not reported) due to patient requiring mris and a craniotomy. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on october 27, 2022.